Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory tube of an rt340 adult dual-heated evaqua breathing circuit was leaking. It was observed prior to patient use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory tube of an rt340 adult dual-heated evaqua breathing circuit was leaking. It was observed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult breathing circuit was returned to fph in (B)(4) for evaluation. It was visually inspected and pressure tested for leaks. Results: no physical damage was observed to the returned breathing circuit. The pressure test result was within the required specification. Conclusion: no fault was found to the returned rt340 breathing circuit. All rt340 breathing circuits are pressure tested prior to leaving the production line and those that fail are rejected. The user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint device is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.